Event description:
Pentax medical was made aware of a complaint on (B)(6) 2020 that occurred in the united states involving the pentax medical video bronchoscope, model eb-1970k, serial number (B)(4). The reported complaint was "one of bronchoscopes was used on a tb patient and when used afterwards at least one other patient was contaminated. " the customer owned bronchoscope has not been returned to pentax medical for evaluation as of 28-feb-2020. Pentax medical video bronchoscope, model eb-1970k, serial number (B)(4), has been serviced once prior at a pentax facility since the device was put into service on 30-sep-2009. On 21-feb-2020, a device history record(DHR) review was performed under ivai-20-020020, the DHR review confirmed the endoscope was manufactured on 17-sep-2009 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 18-sep-2009. Multiple good faith effort(gfe) emails have been sent to the user facility requesting additional information including patient details. Note: related MDR: 9610877-2020-00051.

Manufacturer narrative:
Correction information: f7: follow up #01. F10 continued: international medical device regulators forum (imdrf) adverse event reporting. Component code: 4755 part/component/sub-assembly term not applicable. The product was not returned for evaluation. The only additional information received was via an email from the manager of clinical affairs of pai on 12-may-2020, the user facility responded with patient information and the following statement: "these procedures are done on both inpatients and outpatients. Each patient only had one procedure. Rapicide is the chemical used to clean. The specimen came from down in the lungs." Based on the investigation of available information the exact cause of the reported contamination remains unknown. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.